Manufacturer narrative:
Report number: 1038671-2023-00636 g4:510k is unknown due to specific device not being reported. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00636. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and full product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 78 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, femoral loosening, scar tissue, failure of implant, osteolysis, synovitis and joint effusion. This patient is a 62 y.o. Male a history of a right total knee arthroplasty with a recalled exactech implant. The patient was evaluated in clinic and found to have a moderate to large knee joint effusion as well as moderate polymeric-induced synovitis measuring 8-12mm on MRI extending into a ruptured popliteal cyst and the semimembranous and popliteal bursae. There was also osteolysis found posteriorly on the femoral condyles based on radiographs and MRI. He was indicated for revision of the right total knee arthroplasty. A complete synovectomy was performed. The polyethylene was removed. The femoral component was exposed and found to be grossly loose. There was osteolysis found posteriorly on the femoral condyles which was removed successfully. Attention was turned to removal on the tibial component. Both the tibial and femoral components were removed with minimal bone loss. The femoral component was impacted into place. The polyethylene liner was attached and the knee was reduced. The patient was transferred in stable condition to recovery unit. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3 the following sections were corrected: d1/d2a/d2b PMA 510k cannot be determined; device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and full product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.